Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a transistor on the pace/defib engine board. The customer declined the repair. The device was returned to the customer unrepaired and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.